Manufacturer narrative:
Additional information received from the initial reporter on 24 november 2016 and includes: the surgery was a second time of a septic revision, the patient had had an antibiotic treatment after the previous prosthesis removal (non-medacta products). The package was perfect at the outside, from the plastic to apparently the internal sterile envelope (o bag), since it was open and left on the sterile table without noticing any incidence. It was only when the scrub nurse took the envelope and unfold (prior to open) when both the screw and augmentation block fell on the sterile table through the torn hole in the transparent side of the envelope. The surgery was completed successfully. On 28 november 2016 the washing and packaging manager performed a preliminary investigation and commented as follows: on the basis of the picture provided, it can be clearly noticed that the inner packaging is broken as claimed. The peel pouch probably has been broken during transportation or storage. Considering the augmentation design, if it is not carefully managed can be involved in packaging breakage. Batch review performed on 13 december 2016. Lot 123245a: (B)(4) items manufactured and released on 16 june 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 16 december 2016 it was added that the surgeon decided to implant the device without considering the issue a risk. The packaging will be sent back for inspection. Packaging not yet received.

Event description:
The augments block implants were opened by the circulating nurse and were put on the scrub nurse table (together with the rest of the implants). When the scrub nurse was going to open the internal bag of one of the tibial augments, in order to screw it to the tibial tray, both the screws and the tibial augmentation fell out of its bag without opening it because both the screws and tibial augment internal bag were torn in the transparent side of the bag.

Manufacturer narrative:
The device package was received by medacta international on 22 december 2016. On the same date, the packaging and washer manager performed a visual inspection of the retrieved package and commented as follows the preliminary investigation (reported in the initial report) can be confirmed. It can be clearly noticed that the inner packaging is broken as claimed. The peel pouch probably has been broken during transportation or storage. Considering the augmentation design, if it is not carefully managed it can be involved in packaging breakage.